Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 86 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft is currently 8 mm below the level of the lowest renal artery; however, the original position is unk. The aortic neck is severely angulated and there is poor distal fixation. Distally the stent graft is 2 cm above the right hypogastric and it is 4 cm above the left hypogastric. The proximal aortic neck above the stent graft measures 23 - 25 mm in diameter with a 26 mm diameter device in place; however, there is no type 1 endoleak present. The physician plans to place another MFR's cuff proximally as there is not enough room to place an aneurx cuff. Additionally, the stent graft may be extended distally bilaterally. No additional info was provided, and no additional clinical sequelae were reported.

Manufacturer narrative:
Eval results: (severe angulation of the aortic neck), (migration). Other (requires secondary intervention).